Event description:
It was reported that the patient experienced agranulocytosis, pyrexia, oropharyngeal pain, muscular weakness, post-lumbar puncture syndrome, flu-like illness, a cold and diarrhea. The patient received intrathecal baclofen due to bilateral spasticity from (B)(6) 2013. A lumbar puncture with intrathecal administration of baclofen was performed. The patient subsequently experienced ¿grade 3¿ post-lumbar puncture syndrome, which prolonged the patient¿s hospitalization. The patient also received novalgine. The novalgine continued until the patient was discharged on (B)(6) 2013. The patient was readmitted on (B)(6) 2013 for ¿grade 4¿ agranulocytosis owing to a fever and a sore throat with a feeling of weakness in both legs. The clinical neurological examination on admission showed that the patient had a general feeling of weakness accompanying known spasticity of the legs and a positive babinski test bilaterally. The patient had a temperature of 39 degrees celsius and throat pain. Laboratory tests were performed immediately because of the fever and results showed agranulocytosis with a leukocyte count of 0.6 x 10^9/l, neutrophils at 0, lymphocyte count of 0.36 g/l, monocyte count of 0.16 g/l, a platelet count of 159 g/l, hemoglobin of 12.1g/dl and a leukocyte count of 0.52g/l. C-reactive protein (crp) was 17.6 g/l. Blood cultures, urine culture and toxoplasmosis were negative. The patient was negative for hepatitis a, b and c, hiv (human immunodeficiency virus), vmb and ebv (epstein-barr virus). The patient was immediately isolated and was provided antibiotic cover with glazidim. The patient was treated with cephalosporine and lioresal tablet 10mg three times daily for agranulocytosis. The patient was transferred to the hematology department the next day. The next day, the crp peaked to 248 g/l. Repeat laboratory results were performed daily from (B)(6) 2013. On 4/18/2013 neutrophils were 0.17 g/l and 3 days later, they returned to normal range at 23 g/l. The patient was discharged from the hospital on the same day. The patient was hospitalized again on (B)(6) 2013 for implantation of the pump and the hospitalization was prolonged due to agranulocytosis. Blood cultures, urine culture and toxoplasmosis were negative. The patient was negative for hepatitis a, b and c, hiv, cmb (cytomegalo virus) and ebv. The post-lumbar puncture syndrome resolved on an unspecified date. The post-lumbar puncture syndrome and agranulocytosis were not related to the blinded ocrelizumab. The agranulocytosis was related to the novalgine. The post-lumbar puncture syndrome was related to the baclofen injection by lumbar puncture.

Manufacturer narrative:
(B)(4).